Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file was reviewed which revealed a loss of power to the mobile power unit (mpu) on 10nov2025. The system was supported by the backup battery until wall power was restored. It was noted that the patient could not recall the event. The mpu was noted to have a v-lock connector on the ac power cord. The mpu was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loss of ac power while connected to the mobile power unit (mpu) was confirmed via submitted log files. Submitted log files revealed on 10nov2025, at 09:22:22, a power cable disconnect and low power hazard alarm activates which progresses to a no external power alarm at 09:22:27. The alarms were associated with a loss of ac power while connected to the mpu. The alarms were resolved at 09:24:28 by connecting to 14v batteries. During this interruption to external power the backup battery supports the system as intended and pump function is not affected. There were no other notable alarms in the log file. The mobile power unit (serial number: (B)(6)) was not returned for testing. Additional information stated the mpu had a v-lock connector and the mpu was not exchanged. It is unknown if the ac power cord came loose from the back of the unit or the wall outlet, there were no environmental circumstances that would have impacted ac power at the time of the reported event, and the alarms resolved after the patient switched outlets. A root cause for the reported event was not conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. It is unknown if the ac power cord came loose from the back of the unit or the wall outlet, there were no environmental circumstances that would have impacted ac power at the time of the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. Heartmate 3 lvas IFU (rev. B) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The heartmate 3 lvas IFU (rev. B) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. B) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 lvas IFU (rev. B) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 - ¿equipment maintenance¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. B) section c - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. B) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 lvas IFU (rev. B) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 - ¿equipment maintenance¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file was reviewed which revealed a loss of power to the mobile power unit on (B)(6) 2025. The system was supported by the backup battery until wall power was restored.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.